Event description:
It was reported that a peritoneal dialysis (pd) patient has peritonitis due to a hole in the catheter. Upon follow-up, the patient's pd nurse stated the patient performs one manual exchange per day for dialysis needs; not on cycler assisted pd therapy. The pd nurse confirmed the patient had a tear in the po catheter which caused the peritonitis event; not related to fresenius device, or product. Based on the available information, there is no allegation or indication that a fresenius device or product issue caused or contributed to a serious patient harm or injury. The catheter used by the patient is not a fresenius device. The manufacturer of the catheter, and further product information, is unknown. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).